Manufacturer narrative:
Patient information - unknown. Occupation - other; sales representative evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. Upon final tightening one of the lock-screws the tip of the lock-screw torque driver (39-rd-0060) broke off. The broken tip was removed with forceps and the procedure was completed with no further issue using the second driver, readily available in the set. There was a one (1) minute delay to the procedure with no patient injury.

Manufacturer narrative:
H3: device evaluation - the driver was examined with the aid of a 5x loop. The tip of the driver is missing. The break region consists of a fracture area that is skewed relative to the driver's longitudinal axis. Multiple fracture planes are present with ratchet marks around the distal periphery. Shiny areas are also present. Based upon these observations it is believed that a crack may have been initiated at some prior point in time. The shiny areas are believed to be due to rubbing at the crack interfaces. The cause for the initial fracture is believed to be due to torsion combined with bending moment application. Review of device history records found twenty-one (21) pieces of lot: 18994ps released for distribution on 7/23/2018 with no deviation or anomalies. Two-year complaint history review found this to be the only report for this lot number. Further review did not identify a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. Upon final tightening one of the lock-screws the tip of the lock-screw torque driver (39-rd-0060) broke off. The broken tip was removed with forceps and the procedure was completed with no further issue using the second driver, readily available in the set. There was a one (1) minute delay to the procedure with no patient injury.